Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and obtryx were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that post implantation the patient experienced pain, erosion, extrusion, infection, vaginal scarring and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with transvaginal hysterectomy with bilateral salpingo-oophorectomy, anterior and posterior pelvic reconstruction, and perineorrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.